Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2022, the mentor failure analysis lab received, the device for evaluation. Upon receipt, the device was confirmed, to be an unspecified mentor textured saline implant. On june 15, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed, that the saline siltex 325cc breast implant had parallel lines of shell wear on the posterior aspect. Leak testing was performed, in accordance with mentor procedures, and a tear was observed, within the shell wear, measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined, that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted, that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).